Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully separated and the carrier tube was in the fully rear locked position. The anchor and collagen were intact at the distal tip. The bypass tube was found to have been inserted into the hemostasis sheath. No damage or issues were identified. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The carrier tube and hemostasis sheath were returned fully separated and the carrier tube was in the fully rear locked position. The bypass tube was found to have been inserted into the hemostasis sheath. The complaint was confirmed for a pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: 73.5kgs. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: cath lab technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the 8fr angio-seal was selected for use to close a 14fr femoral artery access site in conjunction with a proglide closure device. After the physician located the arteriotomy site, the physician inserted the device and felt both clicks and confirmed the footplate was in the locked position. When he pulled back, the footplate never griped the anterior wall of the artery and pulled out of the patient completely with nothing left behind. Manual pressure was then applied to achieve hemostasis without further complications. Patient was stable in recovery with no further issues. The estimated blood loss was less than 250cc. Additional information was received on 24nov2025: the procedure performed for the patient prior to use of the angio-seal was a percutaneous coronary intervention (pci) with impella support. The procedure sheath that was used was a 14fr impella sheath. There were no difficulties with the access. A pre-deployment angiogram was performed. There was no plaque or stenosis noted in the physician dictation.